Event description:
The report received from (B)(6) stating that the device was "getting very hot." The device was being used in surgery. There was no reported patient or user injuries. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the reported condition was not confirmed. The drill was run under heavy load for 10 minutes and the maximum temperature was 112 f. The specification is a maximum heat of 120 f. If additional information is received, a supplemental report will be sent.